Event description:
The pt reported she was wearing this lens type and experienced an ulcer. The doctor's office reported that the patient was first seen for an infection in 2006 and treated with lotemax. No culture was taken. The patient returned 2 months later. She had recovered from the infection and vision was stable. The patient still complained and was referred to a second doctor. The second doctor stated that when the pt presented to the office 5 days later, she was already being treated with vigamox and bacitracin. The doctor diagnosed ulcerative keratitis. Staining did not reveal an ulcer, however sub epithelial infiltrates were present. Bacitracin was discontinued and lotemax started. No culture was preformed. At the patient's last visit about 10 days later, the eye was comfortable, vision stable, good contact lens fit and movement, ans sub-epithelial infiltrates were resolved. The lenses were discarded.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. Based on available information, no causal factors can be determined, and no conclusion can be drawn.